Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va00dpw, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient had no stimulation sensation and hadn¿t been feeling the vibration for about a week. It was noted that the patient also had a loss of therapeutic effect for about one week. The reporter stated that the patient wasn¿t able to adjust stimulation and the patient programmer showed a ¿call your doctor¿ icon and a power on reset (por) condition. It was reported that the patient just checked the day of the report as she had to get new batteries for the patient programmer and couldn¿t find the programmer. It was noted that the patient had a heart procedure on 2013 (B)(6) and had other heart related procedures but nothing after that date. It was reported that the patient fell on her right side on 2014 (B)(6) and had x-rays to check her back. It was later reported that the patient did not have concerns regarding her device or therapy and received assistance from her doctor or manufacturer representative and her concerns were resolved. It was noted that the patient had an appointment on 2014 (B)(6).